Event description:
It was reported that the patient underwent a revision wherein the ipg was relocated due to an unknown reason. The patient was doing well postoperatively. Additional information was received that reason for relocation was due to discomfort.

Event description:
It was reported that the patient underwent a revision wherein the ipg was relocated due to an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.